Manufacturer narrative:
The customer was advised to not use the power supply and was told it will be replaced. A new power cord has been sent to the customer and received. No injury resulted from this event.

Event description:
The customer reported that the power supply cord to the clinitek status+ was frayed, showing exposed wires. The customer was advised to stop using the cord. There was no report of injury due to this event.